Event description:
On (B)(6) 2008, a reply dr was implanted. On (B)(6) 2014, the device reached almost the eri and so the physician explanted the device. Device programmings during previous follow-ups were unknown by the physician but a premature battery depletion is suspected. An analysis of the device is requested.

Event description:
On (B)(6) 2008, a reply dr was implanted. On (B)(6) 2014, the device reached almost the eri and so the physician explanted the device. Device programmings during previous follow-ups were unknown by the physician but a premature battery depletion is suspected. An analysis of the device is requested.